Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed cause unknown. The device had not met the specification. The sample has been evaluated and found to have tears on both the jelly and pvi sachet. Lubricant from the jelly and pvi was observed to have spread across the tray. Based on microscopic examination, the condition of tears may have resulted from contact with a sharp object. Therefore, the exact cause on how and when problem occurred could not be determined. A potential root cause for this failure mode could be defective / torn / broken components (besides nipple leakage) that may generated at supplier site or during transit to bard. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the user opened the foley tray, it was sticky, and the jelly was torn.

Event description:
It was reported that when the user opened the foley tray, it was sticky, and the jelly was torn.

Manufacturer narrative:
The complete initial reporter facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.